Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was feeling electrical shocks. Decreasing amplitude to 0.0v eliminated the uncomfortable stimulation. This started on (B)(6) 2016. It was also noted that the patient felt like she was "peeing razor blades." This started at 2 a.m. On (B)(6) 2016. It was reported that when they implanted the device they were supposed to implant the device and remove her ovaries. When she woke up she had the implant, her ovaries were gone, her appendix was gone, and they biopsied part of her liver. The patient also got sick in the middle of the night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.